Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8300 error code 571.6241. 8300 sn: (B)(4) customer wanted to know was we correct in his troubleshooting his unit. I asked the customer what was the issue? The customer stated that he was getting this error code and know that he has to change the oridion board but he wanted to be sure. I explain to the customer that the error code he was getting is a communication error. I said yes that could be one of the problems, so I had him to power down the unit and reconnect it back to make sure that this would probably correct the problem. Once he completed that he was still getting the error code. So I confirm to the customer that yes, replacing the oridion board will correct this problem. The customer stated that he will just send the unit in. The customer said thank you and ended the call.